Event description:
It was reported that there was a fire in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
There is no new information.

Manufacturer narrative:
A visual and functional inspection was scheduled to be performed by a stryker procare service technician. However, the work order was cancelled as the customer declined the inspection, citing the unit¿s expired service life and lack of economic feasibility. Additionally, the customer indicated that they were unable to clean the unit. The customer further reported that the fire originated in the refrigerator, which is not a stryker product. Based on the available information, it was determined that the fire in the ambulance was not related to any component-level defect in the unit. The issue was resolved by the customer taking the unit out of service. The unit was subsequently replaced with a new one.